Event description:
Event description it was reported that during a peripheral artery procedure involving the right proximal common carotid artery, a paladin percutaneous transluminal angioplasty iep sys basket struggled to open and did not fully open inside the patient's body. The procedure was continued using the device with the basket hardly open, and the basket was then removed from the patient. After the case, on the back table, the basket would not open. The case involved a calcified target lesion with moderate tortuosity, severe calcification, 90% stenosis, lesion length of 20 mm, and vessel diameter of 8 mm. A non medtronic (shuttle) 6f sheath and a spider guidewire were used, embolic protection was used (spider 6 mm), the vessel was pre-dilated (4 mm), and post-dilated (paladin 5.5 x 20). No resistance was encountered when advancing the device, there were no packaging or removal issues reported, and the instructions for use were followed without issue. No patient complications have been reported as a result of this event.